Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). Investigation results: a wallflex biliary stent was returned for analysis. Visual examination of the returned device noted that the stent was partially deployed by 40mm from the device and had moved distally over the tip. The clear outer sheath was accordioned in two locations and the deployed end of the stent was fully expanded. During the product analysis, the investigator attempted to reconstrain the stent, it moved further distally over the tip and it could not be reconstrained. The outer sheath was then retracted and the stent was deployed without issue. No issues were noted with the profile of the stent, inner or reconstrainment band. Device analysis determined that the condition of the returned device was consistent with the complaint incident as it was not possible to reconstrain the stent during analysis. However, the stent was partially deployed and not fully reconstrained as reported. The position of the stent upon receipt was most probably due to the reconstrainment attempt during the procedure. The outer sheath damage was consistent with resistance being met during reconstrainment of the stent. As it was possible to deploy the stent during analysis, the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct to hilar branches performed on (B)(6) 2015. Reportedly, the stent was to be placed to treat a stenosis. The patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty during attempts to deploy the stent. The physician attempted to release the stent in the stenosis but the end did not open. The stent was reconstrained and repositioned but the same issue occurred when it was attempted to be deployed. The stent was reconstrainedm then removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.